Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn less than an hour. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for 45 pulses and was deactivated at the end of the first priming sequence. Since the device was deactivated before the start of the second priming sequence, the needle mechanism never deployed. The needle mechanism deployed fully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the needle mechanism failing to deploy by the end of the second priming sequence.